Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during intraocular lens (iol) implant procedure, the surgeon noticed upon placement that the implant had a black spot on the "branch" (haptic). Another implant was placed, with no consequences for the patient. Additional information was requested.